Manufacturer narrative:
Insulin pump received with blank display, due to moisture damage on electronic assembly. No constant tone alarm during testing noted. Insulin pump received with minor scratches on display window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump has been exposed to moisture. The blood glucose level was not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).